Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va11pmp implanted: (B)(6)2015 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the patient had no drastic change in weight. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va11pmp, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported to their physician that their symptoms had returned and they felt pain. An x-ray was ordered by the physician to check the integrity of the lead and showed that it had pulled out. The patient stated that there was no injury that contributed to the lead movement. A revision procedure was scheduled for (B)(6) 2017. Additional information received on july 21, 2017 reported that an impedance check was done in the office which resulted in lead integrity questions. It was confirmed the patient was sent for x-rays which showed the lead was pulled half way out from its original position. The doctor and patient agreed the lead should be replaced. The patient was brought to the operating room for lead removal/replacement and, upon opening the pocket, it was determined the patient was a twiddler. Specifically, the patient had been playing with the ins battery resulting in twisting and a buildup of the lead at the pocket site creating traction on the lead resulting in pulling it out. The lead was removed/replaced (and discarded) and a new posterior pocket was created for the ins with extra suture for the battery stability. The patient was coached on the twiddler¿s syndrome and they admitted they did not realize they were doing it. The patient stated they would not do it anymore. The issue was reported as resolved. There were no further complications reported or anticipated.